Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a foreign object inside the cassette. There was unknown patient involvement.

Manufacturer narrative:
One sample was received for evaluation. During visual inspection a black circle outlining a white/grey particle was observed. Upon further inspection it was found that the particulate was on the cassette surface and was removed using a disinfectant wipe. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.